Manufacturer narrative:
Corrected data: from perimoint to perimount.

Manufacturer narrative:
The device was not returned to edward for evaluation. The clinical observation was unable to be confirmed. Manufacturing records were unable to be reviewed as no serial number was provided. Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. There can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The valve degeneration observed in this case was most likely due to a progression of this patient¿s underlying valvular disease pathology combined with the patient¿s other underlying risk factors and other potential unknown factors. Of note the patient has rheumatic heart disease. Edwards will continue to review and monitor all events through the use of edwards quality systems. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Through article ¿late dislodgment of a prosthesis after mitral valve-in-valve implantation¿ author: rachid zegdi et al. A (B)(6) years old female was hospitalized for hematuria during (B)(6) 2012. Her past medical history consist of a double mitroaortic valve replacement with edwards lifesciences perimoint bioprostheses in 1988 and then in 1997 for recurrent severe mitral valve regurgitation. The aortic perimount valve was explanted after an implant duration of approximately 8 years due to unknown reasons.